Event description:
Event: (cc# 98-01129) the balloon leaked. Blood was noted into the system 97 pump. The iab was removed and a second iab was inserted into the patient. On 3/15/99, datascope was notified that there was no product to return for evaluation. The iab was probably discarded by the facility. [Event complications]: none from the event - reported 9/8/98. [Patient's current status]: unk - rpt'd 9/8/98.